Manufacturer narrative:
Catalog number reservoir 720182-01, serial number reservoir (B)(4), expiration date reservoir 12/05/2018, device manufacture date reservoir 12/2013. Device evaluation: the ams700 ipp cylinder was visually inspected and functionally tested. Multiple leaks identified in the cylinder body that were the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. One of the pump to cylinder krts was capped off; however, this was removed and the pump was functionally tested. The pump failed the activation test (2); a pump malfunction was therefore identified and confirmed through product analysis. The ams 700 conceal reservoir was visually inspected and functionally tested. A leak was identified in the reservoir shell; however, this leak was confirmed to have been from damage that occurred during decontamination at the cis mtk site. No other damage was observed. Product analysis concluded there was not a device malfunction with the reservoir.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to pump problems. The pump was collapsed. An empty reservoir was confirmed by ultrasound. The cylinders did not sufficiently fill to obtain an erection. No patient complications reported in relation to this event. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.